Event description:
It was reported patient underwent a total left knee arthroplasty on (B)(6) 2013. Subsequently, patient was revised on (B)(6) 2013 due to infection. The cement spacers were removed and a total knee system was implanted. During the procedure, the offset and stem disengaged from the baseplate as it was removed. As a result, a 45 minute delay occurred in the procedure.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information. This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2013-04418 & 2014-00836 / 00837).

Event description:
It was reported patient underwent a total left knee arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6), 2013 due to an unknown reason. The femoral component and the tibial bearing were removed and replaced. Patient was further revised on (B)(6), 2013 due to infection. All components were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown; PMA/510(k) number/ manufacture date ¿ unknown. This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2013-04418 / 04420).